Event description:
The patient presented with eri parameters. The atrial lead was a chronic medtronic lead with lead impedance of less than 100 ohms and a capture threshold of 2.75 @ 1.3ms. Suspect the premature battery drain was related to the programmed parameters. We replaced the atrial lead and device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).